Manufacturer narrative:
The complaint that the guidewire was unraveled was confirmed, but the cause could not be determined. A photograph was provided for investigation. The photo showed an 18g powerglide deployment system. The coil wire was unraveled and extending from the core wire. The catheter had been removed from the deployment system and the safety mechanism had been engaged over the needle tip. The guidewire push-off button appeared to be in the advanced position. It could not be discerned if the weld tip was present. Due to the evidence of use, it is possible that the damage occurred during use of the device, but the exact cause was undetermined. A lot history review (lhr) of r rebz1099 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebz1099) have been reported from the same facility.

Event description:
It was reported that the guidewire on the device unraveled during placement in two patients. One patient was a renal patient with existing fistula site that was stated they believed it was used as the insertion site. This file addresses the first of the two occurrences.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of r rebz1099 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebz1099) have been reported from the same facility.

Event description:
It was reported that the guidewire on the device unraveled during placement in two patients. One patient was a renal patient with existing fistula site that was stated they believed it was used as the insertion site. This file addresses the first of the two occurrences.